Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional reporter information: (B)(6).

Event description:
Air was reported in the patient's line during an infusion of herceptin avastin with a chemoclave® vented bag spike. There was no patient harm, no bleedback and no delay in critical therapy.

Manufacturer narrative:
One used device was received for evaluation and no visual damages or anomalies were observed. The sample was tested, primed and leak tested with no leaks observed. No air was observed in the line during testing. The sample was disassembled and found no damage to the spike. The reported complaint of air in the line could not be confirmed. The returned sample was tested and met product specifications. Lot history review could not be conducted because no lot number(s) was/were identified.